Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited inadequate capture and high impedance. The patient would be followed normally. No additional information was available.